Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 00:47:15. During night drain cycle one, the patient's ultrafiltration reading was 1205ml, indicating the home patient drained 1205ml more than their maximum programmed fill volume of 2000ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The device underwent and internal inspection and functional testing which found no issues related to this iipv. Upon conclusion of the investigation, the cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.